Event description:
On (B)(6) 2013 the reporter contacted animas to report an unspecified issue with the pump. There was no report of any patient injury associated with this issue. The technical service representative contacted the patient to troubleshoot the pump; however, was unable to reach him by telephone. As the issue was not resolved with troubleshooting, this complaint is being reported.